Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. Therapy was restored following the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the patient controller after the patient had hip surgery. Troubleshooting was attempted to no avail. Additional follow-up is pending to determine the next course of action to address the issue.